Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they knew nothing about the clock radio issue and that the event had to do with the activator which made the battery ¿so low¿ that it ¿hardly¿ registered at an appointment. The activator was used to help with back pain. The patient did not want to go through another procedure as it did not help the patient ¿that much.¿ an unrelated pacemaker was placed so the patient did not want to go through another surgery to remove or replace the device.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported they did not get the pressure like before and did not feel the stimulation like they used to feel it. It was unknown when this issue began. The clock radio allegedly interfered with the implantable neurostimulator (ins) or the ins interfered with the clock radio since implant; the patient was not sure of which one. When sitting in a wheelchair facing the clock radio, the patient heard interference on the radio. During chiropractor appointments, the chiropractor used "something electric" and an "activator" with a dual head massager, neither of which were electrical. The ins was checked by the health care provider (hcp) on (B)(6) 2015 who reportedly said the ins battery was "so low" that they could hardly get a reading. Reportedly, the hcp determined that the "activator" was the reason why the patient's ins was "zapped and screwed up" and the cause of the battery depleting so soon. The hcp indicated that the patient will need to have the ins replaced, which was upsetting to the patient. Actions and outcome remain unknown. Follow-up was conducted to obtain additional information. The indication for use included gastro intestinal/pelvic floor.